Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin properly. The customer also reported that the device failed to alarm him properly. Blood glucose level at the time of the incident was 302 mg/dl. The customer will not return the device for analysis.